Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the mid left circumflex artery. A guidezilla¿ was selected for use. During withdrawal of the device, the catheter broke off at the collar when being removed. Both broken pieces came out form the patient's body without any issues. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces and the device was bloody inside and outside. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft, a complete separation at the collar, a kink in the hypotube located 10 cm from the collar, and the tip of the device was damage in a oval shape. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the mid left circumflex artery. A guidezilla¿ was selected for use. During withdrawal of the device, the catheter broke off at the collar when being removed. Both broken pieces came out form the patient's body without any issues. No patient complications were reported.